Manufacturer narrative:
(B)(4). As the product was not returned and the lot number was unknown, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set became disconnected from the patient line during drain two of six of peritoneal dialysis on the homechoice. The patient stated that when he woke up the patient line and the transfer set had become disconnected. The technical services representative assisted the patient in ending therapy. There was no patient injury or medical intervention reported. No additional information is available.